Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a demonstration a guide wire separation occurred. While performing a demonstration with the kinetix guide wire in a tracking model, the wire broke 25cm proximal to the tip of the device. The break occurred after prolonged use and force while trying to get the device through a difficult bend in the model. The device never entered a patient.